Manufacturer narrative:
A ge service rep performed an on site investigation. Although, the malfunction could not be duplicated, it was verified through the review of the computer error logs. The connections at the x-ray tube were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed filament regulator error rendering the system non operational. There was no adverse pt involvement reported. There was no pt info reported.